Event description:
The customer reported that the device had no image and a scope communication error code occur e226 during a therapeutic procedure involving an olympus laparoscope, gynecologic. The procedure was completed with an olympus back-up device. The cause is currently unknown to the customer. No patient harm was reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged and error b31 occurs. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.